Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 9 days, with a symptom described as "watery" and further unspecified symptoms of allergic reaction. The customer had contact with an hcp and was prescribed diprogenta (betamethasone, a corticosteroid / gentamicin, an antibiotic) ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 9 days, with a symptom described as "watery" and further unspecified symptoms of allergic reaction. The customer had contact with an hcp and was prescribed diprogenta (betamethasone, a corticosteroid / gentamicin, an antibiotic) ointment for treatment. There was no report of death or permanent impairment associated with this event.